Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to pulse field ablation (pfa) procedure a farawave 31 mm was selected for use, the flush was completely open and pressurized, but the catheter was dripping too slowly. Semi-blocked flush port. No patient complications were reported. Device expected to be returned.